Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the implantable cardiac resynchronization therapy (crt) pacing device had not recorded longevity data and diagnostic data and the implant detection data was not completed. Clinical personnel were instructed on how to program the device to complete implant detect so data collection can start. The device remains in use. No patient complications have been reported as a result of this event.